Event description:
It was alleged that during a case the tip broke off at the end of the forceps. It was reported that there was no injury.

Event description:
It was alleged that during a case the tip broke off at the end of the forceps. It was reported that there was no injury.